Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "brush stuck/broken in channel" involving pentax model ec38-i10l/serial (B)(4). No further information was provided at the time of the report. Additional information received from the user confirmed the event occurred during the diagnostic procedure and no adverse events occurred. The patient condition was reported as stable, no issues. The procedure was not able to be completed with the device, instead another device was used. No further information was provided. The device was returned to pentax on 07/01/2021. Pentax service inspectional findings included: leak at biopsy channel (large/ primary) distal side, right/ left brake knob markings faded, primary operation channel resistance, image dark, light carrying bundle bundle has less than 70% transmission, failed dry/wet leak tests, lightguide prong cover glass set loose, umbilical cable bump at pve side, fluid invasion not observed in pve connector nor in the pve connector, suction tube mild resistance, up/ down control knob/ lever markings faded, air/ water socket cylinder o-ring chipped. The customer complaint of brush stuck/broken in channel was not confirmed, instead a pentax check valve was found stuck inside the biopsy inlet t-piece. Repairs were performed on the device which included replacement of the following components: o-rings and seals, light guide fiber bundle, bending rubber, rl/ud pulley assy, adjusting collar, angel wire, operation channel, biopsy inlet t-piece pb-free. The device has been routinely serviced by pentax since install.